Event description:
During a routine cxr, a section of the port-a-cath was seen in the right atrium. This 16.7 cm piece of catheter was removed via a right femoral percutaneous procedure and the remainder of the intact catheter was removed in the or.note: decision that cause of event was device-related was made 11/27/92. Date remainder of catheter was removeddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.